Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side capsular contracture, baker grade unknown and exchange from textured to smooth due to the patient¿s concern of the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and exchange from textured to smooth due to the patient¿s concern of the product. The device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. And exchange from textured to smooth, due to the patient¿s concern of the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified, broken on plug strap, red particles in the shell and opening on anterior. Leak test and microscopic analysis was performed, which identified striated opening on anterior and broken sharp on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage consistent in the use of some surgical tool. A sharp pattern on plug strap of broken device assessed, as an unidentified (tear) opening.